Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a remote alert was triggered when the device delivered anti-tachycardia pacing (atp) therapy to convert an arrhythmia, which is suspected to be inappropriate. Additionally, the atrial intrinsic amplitudes were out of range. An atrial arrhythmia was in progress at the time of the episode, with atrial undersensing observed. Health trends indicate a recent onset of paroxysmal atrial fibrillation with increased heart rates. Technical services were consulted and recommended further review. The battery status is noted as ok, and the lead measurements are stable. The device remains implanted and in service with no reported adverse effects on the patient.